Event description:
The customer reports the ortho provue resulted an ab pos in the forward group test for a sample that was a pos in the tube method. No erroneous results were reported.

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site. The fe immediately ran the complete diagnostics test. The diagnostic test passed completely in all phases. The fe verified and adjusted the gel reader camera, then reran the complete diagnostic. The diagnostic test again passed all phases of the test. The customer ran controls on tests that are processed on this provue analyzer and verified that all the control results are within the lab established qc ranges and that no misreading of the gel cards occurred. Repairs have returned this instrument to expected operation. (B)(4).